Manufacturer narrative:
The insulin pump passed self test and a21 error alarm test. No a21 alarm or a17. No unexpected restart anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a change sensor alarm, as well as an external ram crc error alarm. The customer's blood glucose was reported to be 122.4mg/dl. The device is being returned for analysis and replaced.